Manufacturer narrative:
An event regarding a foreign matter involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: on inspection of the returned packaging it was possible to see a hair present in the outer seal of the outer blister , inner blister was uncompromised. Medical records received and evaluation: no medical records were received for review with a clinical consultant. No adverse consequences to the patient were noted device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the investigation concluded the root cause to be manufacturing related. Awareness training was provided.

Event description:
Nurse opened package and noticed hair in sterile package.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Nurse opened package and noticed hair in sterile package.